Event description:
The customer reported to olympus, their endoeye flex deflectable videoscope had the following concern; air and water leakage. The device was returned for evaluation and during the evaluation it was determined that the following reportable events were identified; there was adhesive peeling off the objective lens. There was no report of patient harm, procedural delay, or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegations was confirmed due to a pinhole on the bending section cover. In addition to the reportable findings documented in b5, the following nonreportable findings were; due to damage on the lock engagement lever, bending section was not fixed firmly, video connector was deformed and had a crack, and the adhesive on the bending section cover rubber had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the defective event was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.